Manufacturer narrative:
The creatinine reagent lot number is 839809, the expiration date was not provided. The uric acid reagent lot number is 834203, the expiration date was not provided. Reagent issues were excluded as no further cases were reported and correct reruns were performed with the same reagent. The investigation determined the uric acid discrepant results were due to sample quality issues. A field service engineer (fse) determined that some tubes of the cleaning mechanism were damaged and the water pressure for cleaning the inner wall of the reagent needle was low. The fse replaced the damaged cell rinse tube and adjusted the gear pump pressure. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of more than twenty questionable creatinine plus ver.2 results and one questionable uric acid (ua2) result from the cobas 8000 c702 module. The following examples of discrepant results were provided: uric acid result: sample 1 initial result was 12 umol/l, and the repeat result was 831 umol/l. Creatinine results: sample 2 initial result was 62 umol/l, and the repeat result was 38 umol/l. Sample 3 initial result was 156 umol/l, and the repeat result was 47 umol/l. Sample 4 initial result was 170 umol/l, and the repeat result was 114 umol/l. Sample 5 initial result was 209 umol/l, and the repeat result was 89 umol/l.